Manufacturer narrative:
The device was returned to stryker for evaluation. The issue was verified through review of the software logs. Inspection found the standby current was too high and was isolated to a faulty reed switch sw5. This device was archived by stryker.

Event description:
A customer contacted stryker to report that their device doesn't power on when the lid is opened. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
A customer contacted stryker to report that their device doesn't power on when the lid is opened. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.